Event description:
It was reported that there was an error during a case resulting in shutdown and loss of mechanical ventilation. The patient was switched to manual ventilation. There was no patient injury.

Manufacturer narrative:
Ge tech support recommended reseating cables to the anesthesia control board (acb) or proactively replacing the acb. No repair information available. Block a1, a2, and a4: no information available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.